Manufacturer narrative:
The device was evaluated by a field service representative. This report will be updated when the investigation is completed.

Event description:
It was reported that sparks were coming from the outlet when it was plugged into the wall. They used the same rover to complete the case. There was no medical intervention required and no delay in the procedure.